Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video processor socket was loose but the image was normal. The device was returned for evaluation. During the device evaluation, the flat socket was loose, causing no image when shaking the connector. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of all the malfunctions would likely be faulty video connector. Olympus will continue to monitor field performance for this device.